Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device was reported to be in fair condition upon visual view. Event log revealed alarms and when evaluation and tests performed after powering on ,the alarm 1260 was verified. This is a code that is associated with curruption of the memory in the cirucit board. Cause of event unknown and action taken to replace circuit board. Devic evaluation tests passed delivery and functional testing.

Event description:
Investigation results completed and cover page updated on hazard code. Analysis of device completed in h 10

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed error codes 1210 and 1260. No adverse effects were reported.